Event description:
It was reported that the devices were used during a pneumonectomy. It was reported that the first device was empty and the second device had an incomplete staple line. Another device was used to complete the case. There was no consequence to the patient.